Event description:
Related manufacturer reference number: 2017865-2025-16706. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular lead (rv) lead had failed to be connected securely to the pacemaker header due to an unspecified fitting issue. The pacemaker exhibited no low voltage output resulting in loss of capture in the rv. The physician elected to replace with a single chamber pacemaker and abandoned the rv lead implant. The patient had no adverse consequences.

Manufacturer narrative:
Reported events of no pacing and loose or intermittent connection were not confirmed. The device was above elective replacement indicator (eri) battery level upon receipt. Analysis of device image indicate device was within normal range of operation. Further analysis performed, including output verification and inspection of header and connectors indicated normal device characteristics without any anomalies that can contribute to reported events. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.